Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 35 mg/dl at the time of the incident. The customer was at 189 mg/dl at the time of the call. The customer was given juice, food, and glucagon gel to treat. The customer believes they over treated for the high they had the previous night. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer had a high of 433 mg/dl on (B)(6) 2018 that dropped to 99 mg/dl before they went to sleep. The insulin pump will not be returned for analysis.